Manufacturer narrative:
Na

Event description:
Product issue was reported with our medical linear accelerator. In the abundance of caution, this issue is being reported. Further investigation and analysis is necessary and as such a root cause has not been determined. There have been no reported injuries or mis-treatments related to this issue. The event occurred while customer was verifying the virtual wedge angle as part of their daily morning beam check, before the linac is used for treatment. Mis-treatment could result if this issue was undetected. "Last week our "am checker" results for virtual wedge showed a significant problem. Normal readings of 250 and 50 on opposite sides of the field had changed to 20 and 50. The opposite/reverse direction vwedge had readings of 250 and 9 instead of 250 and 50. The open loop dose rate was also noticed to be coming up slowly, taking an estimated 20 seconds to reach normal." The "am checker" is a solid phantom device used for detecting changes in accumulated dose measurements. The results are compared with measurements established with known beam profiles and/or energies. When used for verifying vw angle (or profile), 2 probes are positioned at 2 opposite points typically equidistant from the beam central axis.